Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege pain, squeaking, popping, clicking, and elevated metal ion levels. **update** (B)(4) 2013- sales rep reported revision surgery. Patient was revised to address cup loosening, stem loosening and malpositioning. Femoral stem added to complaint. The complaint was updated on: (B)(4) 2013.

Event description:
Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to metallosis, osteolysis, scar tissue, and osteophytosis. Upon revision, only fibrous ingrowth was found on the cup, and a notch in the femoral neck caused by impingement on the cup rim was noted. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.